Event description:
It was reported that following a deep brain stimulation (dbs) lead implant procedure, the patient experienced weakness on the right side of the body due to a hemorrhage. The patient was initially kept in intensive care for observation and was later released. There was no intervention for the event and the lead remains implanted. The weakness has since improved, and the patient is doing well.